Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" and g2 fields were corrected based on the available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to failure of the printed circuit board which has the video input/output terminal and video signal processing function. However, a definitive root cause could not be established. Olympus will continue to monitor field performance

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bezel was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the outer screen of the high definition lcd monitor was damaged. The issue was found during inspection for use for a diagnostic procedure. The customer noted the damage did not affect the image or other function. There was no delay and the procedure was completed with a similar device. There were no reports of patient harm associated with the event. Inspection and testing of the returned device found that a poor printed circuit board caused serial digital interface input 1 signal to not be received. The printed circuit board failed. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.